Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to a crease in the button cable, causing fault. The cause of the non-functional response buttons is the damaged cable. The root cause of the damaged cable was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.